Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display had areas that were unresponsive to the stylus pen. When the pen was replaced, the issue did not resolve. It was noted that the main areas that were affected were at the top of the screen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Analysis was able to confirm the customer comment that the stylus and cursor were not aligned. It was noted that the keyboard latch was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.